Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "under-infusion" was not reproduced. A preventative maintenance test of flow rate accuracy was performed, and the results passed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was under-infusing milrinone during patient infusion in the biomed service department. The pump was programmed with milrinone with concentration: 200 mg/100 ml, rate: 13.4 ml/hr, volume to be infused: 90 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: an event history log review was performed, and the drug milrinone was identified on the event date at a rate of 0.25 mcg/kg/hr for a vtbi of90 ml. Eight downstream occlusion alarms were identified during this infusion. Standby mode was not observed on or around the event date. A secondary was not programmed in association with this event. Motor stall was not identified in the logs. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.